Manufacturer narrative:
Pump received with cracked case at display window corner, reservoir tube lip completely broken off, broken belt clip slot, cracked display window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 331 mg/dl. The customer stated that the pump was dropped on the floor and cuased crack on the reservoir end of the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.